Manufacturer narrative:
The reagent lot number was 861168. The expiration date was not provided. The field service representative cleaned the top of the syringe through the sample probe and adjusted the rinse mechanism volumes. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium results for 1 patient sample on a cobas c 503 analytical unit. The initial result was approximately 11 mg/dl. The repeated result was 8.82 mg/dl. This result was believed to be correct. The sample was repeated because the result did not match the patient's clinical history.

Manufacturer narrative:
The qc was acceptable. The alarm trace showed "abnormal aspiration (sample pipetter)" alarms. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.